Event description:
The account alleges that an inpatient experienced heart changes that led to a cardiac tamponade. An emergent pericardiocentesis was performed by the cardiology team in the hospital room to save time of transfer to the catheter lab. While attempting to insert the drainage catheter, it was crispy/wavy and could not be inserted through the patient's body surface.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.